Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 this rv lead exhibited impedance values <200 ohms, sensing issues, and intermittent loss of capture. The lead was capped and replaced due to noise on (B)(6) 2018.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.